Manufacturer narrative:
The actual device involved in the incident is not available for return as it is being held by the hospital's risk management. Pictures were provided of the pads after the burn occurred. Upon review of the pictures, it was noted there was a significant amount of hair in the burn residue on the pads. Per the product IFU, all hair should be shaved from the selected site of the pad. This is the first complaint received for this occurrence with (B)(4) sold of all lots. Based on the above information, this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a follow up report will be submitted.

Event description:
The customer alleged the patient received a significant burn underneath a bovie pad.